Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced irritation and inflammation at the abutment site. On (B)(6) 2015 the patient underwent a procedure to have excess tissue excised from the site; during the same procedure the abutment was removed. The patient was prescribed oral antibiotics prophylactically. The implant device remains.